Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer loaded a new cartridge to resolve the issue. Troubleshooting was performed and the issue was verified; however, customer declined to reload the cartridge to address the event and continued to use the existing cartridge for insulin therapy. There was no reported adverse impact on customer's blood glucose level.